Event description:
On (B)(6) 2024, infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Manufacturer narrative:
This supplement is part of our retrospective 2024 complaint remediation. The pump was returned and tested: the pump's event log was pulled as part of the evaluation and upon review it was noted that there were no system error alarm codes found in the log, as reported by the end user. The system error can normally be seen by the "e02" alarm code in the event log, but there was no evidence of this. However, it was noted in the event log that there were signs of an upstream occlusion alarm, 10 in total, as seen by the "e04" code on event lines 160 and 167 below: "event 159: log_event_run time: 01:55:28 rate: 1500ml/hr reason: log_run_cause_bolus_key eventbytes: 03 55 28 05 dc 00 05 66 event 160: log_event_data time: 01:55:32 type: e04_pressure_data data_log_start eventbytes: 0b 55 32 00 20 00 00 b2 event 161: data: 5120 35840 35328 35251. Eventbytes: 14 00 8c 00 8a 00 89 b3. Event 162: data: 5120 34048 33792 32925. Eventbytes: 14 00 85 00 84 00 80 9d. Event 163: data: 5120 31744 31232 30850. Eventbytes: 14 00 7c 00 7a 00 78 82. Event 164: data: 5120 30208 30208 30326. Eventbytes: 14 00 76 00 76 00 76 76. Event 165: data: 5120 29696 30208 30581. Eventbytes: 14 00 74 00 76 00 77 75. Event 166: data: 5120 30208 0 138 eventbytes: 14 00 76 00 00 00 00 8a. Event 167: log_event_data time: 01:55:32 type: e04_pressure_data data_log_end eventbytes: 0b 55 32 00 20 01 00 b3 ". The pump's event log that was pulled will be attached, see "sn (B)(6)". A 50 ml infusion was ran on the pump instead of a 100 ml infusion due to a limit in the customer's library configuration. The infusion ran for 50 ml at a rate of .5 ml per hour. The infusion was successfully completed and the pump did not alarm system error before finishing. The infusion was ran using an hs-008 IV cassette with lot # 2304023 and expiration date 03/17/2026. It was also noted that the pump had a slight dent in its keypad, but does not seem to have reach the lcd, see "(B)(6) damage". The label on the back of the pump with all of the pump's model information was also completely erased, making it difficult to identify the pump's model without turning it on, see "(B)(6) label". Upon further investigation there were no loose connections or components inside of the device, which could have contributed to the reported malfunction. Functional testing did not confirm the reported condition and was unable to be duplicated. Further investigation of this pump is excluded as the failure mode for this device has been previously investigated through product CAPA it2023-15 and this product has been removed from the market under recall z- 1285-2024. Functional testing confirmed the reported condition but was not duplicated during testing. The cause remains undetermined. Reference to complaint#(B)(4).